Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure the right atrial (ra) lead dislocated when the patient coughed and changing positions did not resolve the issue, the lead explanted and replaced. No patient complications have been reported as a result of this event.